Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user role/permissions had not been properly enabled to resolve discrepancies, which caused the 'resolve discrepancy' function to not appear. A technical support specialist verified user roles and identified missing permissions. The customer was contacted to obtain user ID details for validation. The customer later confirmed via email that the issue had been resolved for all users. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, resolve discrepancy function no longer appeared on the screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.